Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that after the sheath was slit, the measurement data on the left ventricular lead began to deteriorate and phrenic nerve stimulation was observed. While attempting to re-position the lead using an accompanying stylet, it was reported that the coated layer and the electrode became separated. The lead was explanted and replaced. No adverse patient consequences were reported.